Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the complaint device was not returned for analysis as it was implanted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4) trial. Same patient as MFR #s: 2134265-2013-01850 and 2134265-2013-01892. It was reported that during a stenting treatment procedure vessel pinching occured. The patient presented acute renal failure and hypertensive crisis with troponin leak and underwent a stenting procedure. Target lesion #1 was located in the mid left anterior descending (lad) with 90% stenosis and was 28 mm long with a reference vessel diameter of 2.75 mm. This lesion was treated with placement of a 2.75 x 28 mm taxus liberte stent. Post deployment of the stent, pinching of the 1st and 2nd diagonals were noted. This was treated was treated with kissing balloon angioplasty. Following post dilatation, 30% residual stenosis was noted in 1st diagonal and no residual stenosis in 2nd diagonal. The patient was discharged on aspirin and prasugrel.